Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomalies were found

Event description:
It was reported that during implant the lead exhibited high impedances and poor sensing. The lead was not used.